Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2022). The catalog number has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified.

Event description:
It was reported that approximately 13 days post port placement, the patient allegedly developed thrombosis that was identified under ultrasound. It was further reported that the port was successfully removed under local anesthesia after thrombolytic therapy. The patient was reportedly discharged the same day.